Event description:
During a percutaneous procedure, the venture wire control catheter was selected for use. After the first successful pass with the venture, it was retracted and removed. The venture catheter was then placed in the right coronary artery (rca). The physician had difficulties retracting the wire, feeling some resistance. The venture catheter was no longer steerable. The physician retracted and removed the venture catheter and the wire together. After removal, reportedly the coating of the tip of the venture catheter was partially torn off but still attached. Underfluoroscopy, reportedly, the tip seemed to be straight, however, after removal it was confirmed the tip was angulated during removal from the coronary system and out of the pt. Nine hours later the pt came back with recurrent ischemia. A clot was noticed proximal to the lesion that had been treated earlier. This was treated medically. According to the physician, the clot was caused from possible intimal damage to the vessel during removal of the venture catheter and wire together. The physican alleges the incident was caused by the device.